Event description:
A pt was skin tested on the left forearm with negative response. The pt was first injected with 0.9cc of bovine collagen in the lateral periorbital rhytides, upper lip rhytides, bilateral apices of the nasolabial folds, and the glabellar crease. At the same time the pt was injected with botox at the same 4 treatment sites. The treatment was uneventful and without incident. The pt was seen for follow up and was "doing excellently". The pt was very satisfied and photos were taken. The pt began to experience some tenderness at all injection sites. Pt was seen in the physician's office and was still experiencing tenderness. The physician reports that all the injection sites were indurated and slightly erythematous. He diagnosed delayed hypersensitivity to bovine collagen and administered 0.15cc of 5mg/cc intralesional kenalog to all affected areas. The pt only had mild improvement and was treated again at all previously treated sites with another 0.10cc of 5mg/cc intralesional kenalog. Seen again, the pt had only modest improvement. The last contact with the pt was by phone, with the pt reporting that the induration and erythema remains unchanged since the last office visit. No further treatment is planned.